Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that occlusion occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. It was reported that the customer experienced an elevated blood glucose (bg) level of 163-545 mg/dl. Cause was not known. A manual injection was administered to address bg. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.